Manufacturer narrative:
(B)(4). Date sent: 11/14/2016. The analysis found that one pve35a device was returned with no apparent damage and with one vasecr35 cartridge reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Batch # n55a8v. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. They were able to pry it off of the tissue¿it was not cut off. This was a complex oncology/vascular case and my understanding was it was right off of an iliac vessel. I have sat down with the surgeon since and walked him through everything. Unfortunately, it was a vascular surgeon that was firing it (he was not listed on the case and had never used it before).

Event description:
It was reported that during a transplant procedure, the stapler was locked and would not release on iliac vessel. It is unknown how the procedure was completed. There were no adverse consequences for the patient.